Event description:
The account alleged the brake casters would not hold. No injury reported.

Manufacturer narrative:
The account adjusted the brake casters. No further info is available on the repair of the bed at this time.